Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 400 mg/dl at the time of incident and treated with the pump. Troubleshooting found that the pump also alarmed motor position encoder error. Troubleshooting was not performed because the pump does not work. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no act button response due to flattened button dome switch. The connector on lcd board was inspected and no anomaly was noted. Unable to verify for motor error, motor position encoder error alarm and unable to perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to no act button response. The motor was tested outside to the device and passed. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.